Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2020, the patient presented with an st elevated myocardial infarction (stemi) and a 100% stenosed, 2nd diagonal coronary artery lesion. Pre-dilatation was performed successfully with a 2.0x15mm mini trek dilatation catheter and a 2.25x18mm multi-link stent (1012164-18 9111441) was successfully implanted in the 2nd diagonal. Post-dilatation was successfully performed with a 2.5x8mm nc trek. A non-abbott stent (rebel) was implanted in the proximal circumflex (cx) 80% stenosed lesion. On (B)(6) 2020, the patient was hospitalized with chest pain and a new stemi was diagnosed. The 2nd diagonal was observed with 100% restenosis. There was no device malfunction. As treatment, another stent was implanted. The event resolved without sequela. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina, myocardial infarction and thrombosis, as listed in the multi-link 8 instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.e1: physician contact. H6: health effect code 2263 removed.

Event description:
Subsequent to the previous medwatch report, the additional information was received: on 12/09/2020, a subtotal occlusion with thrombus was observed in the 2nd diagonal coronary artery, target lesion. Heparin was provided as standard treatment for another percutaneous coronary intervention and a drug eleuting stent was implanted at the target lesion.